Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported 2 syringes of doxorubicin 44.5mg each were administered ivp into a smartsite port of a kvo line at one of the y-sites. The nurse noted a small drip leak at the connection between the texium and smart site. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of fluid leakage at the connection site between a texium syringe and smartsite port during an IV push was not confirmed or replicated. Visual inspection observed no anomalies. No leaks were observed during functional testing. The root cause of the reported leak at the connection site between a texium syringe and smartsite port during an IV push was not identified.